Event description:
It was reported that during a total pancreatectomy, the device was being fired across a vascular structure near the pancreas. The force of the second stroke was high and the device became stuck at the eighth firing during the second stroke using a white reload. The surgeon pushed the red button to return the knife. The device was cut from the tissue using a scalpel. The patient had bleeding and there was a drop in blood pressure. Suturing was used to control the bleeding and complete the procedure. The procedure was prolonged by ten minutes. All previous firings worked properly.

Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
The sc60a device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The device was loaded and tested for functionality. The device achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were completed, and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.the batch history records were reviewed with no anomalies noted.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during the procedure at 12 atm. The balloon was withdrawn from the pt without further incident. It is unk whether there was any calcium present or whether the vessel was tortuous. No pt effects were reported. No additional info is available.